Event description:
The tech found the bed in the bed shop with the wrench light on and multiple 20-49 codes displayed. He found the cabling from the pcb to siderail ucm board was crushed against the upper bracket which exposed bare wiring in the cable on the right siderail.

Manufacturer narrative:
The tech replaced the right hard panel assembly pcb to repair the bed.